Event description:
The surgeon attempted to insert a 3-piece silicone lens model aq2010v, diopter -23.0. The lens was stuck in the cartridge due to a plunger override. The lens was not inserted and there was no patient contact or injury.